Event description:
An issue was reported involving recurrent occlusion alarms. The customers blood glucose was displayed as "high," a specific value was not provided. To address the issue, the customer administered a correction bolus via the pump and successfully resumed insulin therapy.